Manufacturer narrative:
The inari device was discarded by the user facility and is not available for evaluation. The device identifiers were not provided; however, the company recorded all lots shipped to the facility and each of the possible lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Perforation of pulmonary arteries, pericardial effusion, and death are listed in the device labeling as a potential complications / adverse events. Manufacturer reference #: (B)(4).

Event description:
A female patient in her early 80's presented to the hospital on (B)(6) 2021 with intermittent shortness of breath. The patient had undergone hip surgery one month prior. A CT angiogram revealed large bilateral pulmonary embolisms (pes) and a small saddle embolism. The patient was stable upon admission and was originally scheduled for transfer to another facility for a thrombectomy the next day, but she decompensated in the afternoon. On the evening of (B)(6) 2021, the inari triever24 (t24) was used to attempt to treat the pe. The patient was given local anesthesia with sedation and systemic heparin. All standard flowtriever protocols were followed to remove clot from the left pulmonary artery and the left side was completely cleared of clot. The patient's oxygenation improved to 98% (94% baseline measurement) along with a slight improvement in blood pressure and heart rate. As the procedure shifted to address clot in the right pulmonary artery (rpa), the supervising physician recommended that the treating physician start wiring from the lower branch. The treating physician acknowledged the recommendation, but elected to wire directly to the target area in the rpa. After some difficulty, the treating physician eventually wired to the target area using a wholey guidewire and 4f mpa. An amplatz super stiff guidewire was originally left in position to provide stability and was replaced with a second amplatz wire. The physician then advanced the t24 dilator. The t24 was then advanced to the target area, pointing in a "slightly superior/lateral" position (as expected) and the dilator was backed out over the wire. Upon withdrawing the dilator, the company representative present for the case observed that the t24 was now in a superior-pointing position (not as expected). A pa gram was performed, revealing a pericardial effusion and a large tear in the superior rpa near the target area. The patient was intubated, an echocardiogram was ordered, and the patient was sent to the operating room for pericardiocentesis, and surgical repair of the rpa tear with thrombectomy. Inari requested patient follow-up from hospital personnel on (B)(6) 2021 and learned that although the damaged rpa was surgically repaired and the thrombus was removed from the right side, the patient had expired on (B)(6) 2021. Follow-up with hospital personnel later revealed that the patient's vessels were very fragile and likely predisposed the t24 dilator perforation of the rpa. In addition, during the rpa repair, the vessels were too fragile to hold the sutures; the poor surgical outcome may have contributed to the patient's deterioration and subsequent death.